Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the display was found to be dim, faded and pink. Unrelated to the complaint, the keypad was found to be peeling up at the ok button; however, all buttons were found to be responsive during investigation. The keypad cover was removed; there was no contamination found under contacts. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper.